Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for investigation and verified the issue. Rebooting the device resolved the problem. The device passed all other tests and was returned to patient service. As the problem was discovered prior to use with a warning message, and the issue prevents use of the device until resolved, the investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, clinical staff discovered a triangle error message displayed on the arkon (sw version 2.61). The unit was not in patient use when the issue was discovered. No injury was reported.